Event description:
It was reported claimant underwent revision due to pain and other complications.

Manufacturer narrative:
Corrections based on new information reviewed.

Event description:
Per report some of the complications are elevated cobalt and chromium levels, pseudotumor formation.

Manufacturer narrative:
Part numbers added.

Manufacturer narrative:
(B)(4).

Event description:
Revision performed due to metallosis.